Event description:
Surgeon using the device, the error icon appeared on the harmonic scalpel machine, the surgeon took the device out of the patient retightened it, cleaned the shears then retested the device and the error icon again appeared, device removed, new device obtained and worked without incident. No harm to the patient.